Event description:
A report was received that the patient had difficulty charging; difficulty in telemetry and ipg was unable to hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging; difficulty in telemetry and ipg was unable to hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).